Manufacturer narrative:
The reported event of low lead impedance was confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual inspection found damaged outer coil at the proximal region consistent with sleeve tie damage. Electrical testing found shorts between conductors. Dissection of the lead found the inner insulation was damaged at the proximal region. The cause of the reported event was due to damage inner insulation cause by suture tie down forces. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician accidentally passed the suture needle through the right ventricle (rv) lead while suturing it down. This resulted in low pacing impedance, which normalized once the needle was removed. Consequently, the rv lead sustained damage and was not utilized. The physician proceeded with a different rv lead to successfully complete the procedure. Throughout the process, the patient remained in stable condition.